Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 160 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer is unsure of the event that caused sg values to fall low. Customer also received a calibration error, but it was determined the sensor is working fine. Customer did note they had brain cancer, and they should remove all their products when exposed to radiation. It was advised to discontinue the use of the sensor and that a replacement will be sent. The sensor will be returned for analysis.